Event description:
It was reported that an undefined malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer declined to return pump for investigation. No additional information was provided.